Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements upon review at routine follow-up. All other lead measurements were within normal limits and no other anomalies were observed. The physician elected to perform a revision procedure at which time the impedance measurements remained high. The lead was surgically abandoned and ICD explanted, a new system was subsequently implanted without consequence. The ICD was retained by the explanting facility and is not expected for return. No adverse patient effects were reported.